Manufacturer narrative:
Bayer service replaced the power cable and the system was returned to normal working order. The subject power cable was discarded and is not available for evaluation. A previous investigation concluded that when certain combinations of conductors short together at the cable end farthest from the power supply, this can create a conduction pathway that the power supply does not recognize as a short circuit and shuts down. Consequently, the power supply continues to energize the cable which can lead to localized heating and melting of the power cable. On april 25, 2013 bayer healthcare distributed a field safety notice recalling all 25-foot dc power cables shipped with medrad veris mr vital signs monitors, or those provided by bayer service. Those power cables were recalled due to a latent design reliability issue and the potential for shorting which could result in heating/melting of the cable jacket. Product analysis reviewed the system serial number and determined that the system was subject to this recall and the power cable should have been returned. Bayer healthcare sent three notifications to the customer each of which went unanswered. The site continued to use the affected cable until the time of the reported event.

Event description:
The site reported the following: the veris power cable had overheated. No injury or adverse event was reported.